Event description:
It was reported that there was a cracked or shattered touchscreen, making it difficult for the customer to retrieve the pump's serial number. There was no reported impact to the customer¿s blood glucose level. Reportedly, the customer reverted to an alternate form of insulin therapy.